Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker was found to be in back-up mode. No intervention was performed, and no patient consequences were reported.